Event description:
The customer reported the system displayed a generator error. Generator errors will result in a no boot, system lockup, or shut down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined there were high voltage spikes, but no conclusion can be drawn as repair info is unavailable.